Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and it is not related to the insulin pump but is related to diabetes. The customer suffers from chf-shortness of breathe but woke up in the hospital in the low 40's for her blood glucose level. The customer's doctor wanted to have the current basal rate go up by half. The customer stated they will call back with the nurse tomorrow when her doctor will be in the office. The product will not be returned for analysis.